Event description:
It was reported that following a spinal surgery, the construct was found to have broken bands. The patient was undergoing revision surgery due to hypokyphosis when the issue was discovered. The construct was removed and there was no further action performed.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is related to operational context. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.